Manufacturer narrative:
Results: no sample of photo was returned for evaluation. No sample retention for saf t intima product. This is the third complaint reported with the lot number 6243984, for saf t intima. However this same defect has been reported on august and september 2017. DHR for lot number 6243984 was reviewed and no qns or other events were related to the complaint stated by the customer. Material 383336 with lot number 6243984 was manufactured on september 15, 2016. According to sampling plan applied for product performance, this lot was accepted and released without problems. During this lot number (B)(4) samples were activated by qa tech to perform 3 test of pull force. - stylet/cannula removal force through inserter wings. - stylet/cannula removal force through the prn component. - outer safety sheath disconnection force from prn component. No values out of specification or problems during activation or exposed cannula were found. Without sample or photo received it is difficult to find an exactly root cause of this issue. DHR did not showed evidence of an issue related to the reported by customer. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Investigation comments: based on DHR review for material 383336 with lot number 6243984, this product is tested functionally by device activation and they properly met the acceptance criteria. Without defective sample for us is very difficult to determinate the root of cause for this reason we were not able to associate the reported defect to the mfg. Process. We currently have the adequate controls to detect any problems of activation or exposed cannula during assembly of this product. P-eura (B)(4) show the procedures used to assemble this product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: (B)(4). Return samples required: problem statement: bd nogales quality initiated investigation on the customer report regarding complaint on ¿needle retraction failure¿. (B)(4). No sample of photo was returned for evaluation. Return sample showed: no sample retention for saf t intima product. Lot number / product family history: this is the third complaint reported with the lot number 6243984, for saf t intima. However this same defect has been reported on august and september 2017. DHR for lot number 6243984 was reviewed and no qns or other events were related to the complaint stated by the customer. Material (B)(4) with lot number 6243984 was manufactured on september 15, 2016. According to sampling plan applied for product performance, this lot was accepted and released without problems. During this lot number (B)(4) samples were activated by qa tech to perform 3 test of pull force. Stylet/cannula removal force through inserter wings; stylet/cannula removal force through the prn component; outer safety sheath disconnection force from prn component. No values out of specification or problems during activation or exposed cannula were found. Without sample or photo received, it is difficult to find an exactly root cause of this issue. DHR did not showed evidence of an issue related to the reported by customer. Reference to known issue. Based on DHR review for material (B)(4). With lot number 6243984, this product is tested functionally by device activation and they properly met the acceptance criteria. Without defective sample for us is very difficult to determinate the root of cause for this reason we were not able to associate the reported defect to the mfg. Process. We currently have the adequate controls to detect any problems of activation or exposed cannula during assembly of this product. (B)(4) show the procedures used to assemble this product. Root cause: we could not found the exactly root cause of the issue since no sample or photo was returned for evaluation. CAPA determination results: no CAPA was opened since this issue could not be confirmed as manufacturing related. Other actions taken: not applicable. (B)(4).

Event description:
It was reported that when withdrawing the guide on a 20 g x 1.00 in. Bd saf-t-intima¿ IV catheter safety system, the needle failed to retract. The exposed needle scratched the left arm of the professional. There was no report of injury or medical intervention.